Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/24/2013 with the following results: no defect was found. The iob duration feature is operating as designed. Pump was exercised for a minimum of 48 hours on a 1.0u/hr basal rate. The pump was returned with the iob duration set for 4.0 hours. A 10.0u normal bolus was programmed and delivered during investigation at: 06.30 am on (B)(6) 2013; no iob was present before bolus delivery. 4.0 hours after the 06:30 am bolus delivery the iob remaining in status screen 2 and in advanced bolus screens still showed iob of +0.14u. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating the insulin remained active after the insulin on board was set to a 4 hour duration. The patient claimed that the pump displayed 0.40 to 0.50 units of insulin remained active for 5 hours after a bolus. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there was an issue with the iob feature of the pump.